Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The device recorded a code 1005, indicative of an open circuit condition. It is suspected the competitor rv lead fractured. The patient had two ventricular fibrillation (vf) episodes. The first vf episode lasted about 30 minutes after all therapies available were exhausted. The patient's vf converted during the second episode after two shocks were provided by the device. The patient was intubated and unresponsive. Boston scientific technical services (ts) recommended replacing the device and lead. Our current records indicate this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to boston scientific. If the device gets returned at a later time, it will be analyzed and this report would be updated upon completion from analysis.

Event description:
Additional information was provided that the patient passed away. Through further investigation, it was discovered that the patient passed away the same day he was admitted to the hospital.